Event description:
It was reported that, "the patient had muscle laxity. The head would dislocate during sexual intercourse. Mdm was implanted, stem and cup were stable. No more information could be gathered per hospital guidelines."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.